Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette pumps and in the pump module area of the facility cycler, as well as on the external of the cassette during step 9 of pd end treatment. The pdrn stated the staff reported receiving an m31 air detected in cassette warning message during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Per pdrn the patient had been able to complete treatment using the machine prior discovery of the fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette pumps and in the pump module area of the facility cycler, as well as on the external of the cassette during step 9 of pd end treatment. The pdrn stated the staff reported receiving an m31 air detected in cassette warning message during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Per pdrn the patient had been able to complete treatment using the machine prior discovery of the fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.